Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, the device had indicated the presence of pacemaker mediated tachycardia without the pacing events actually present. No further information is available.